Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased thresholds as well as high out-of-range (oor) pacing impedances of greater than 2000 ohms. The physician believes the lead was fractured in the clavicle region. The lead was laser extracted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual observation confirmed that the lead was returned in two severed portions. There were setscrew markings noted on the terminals. Cuts were noted in the lead insulation at the suture sleeve tie down location. The conductor coils were stretched in the mid body portion of the returned portion. Additionally, the distal end of the proximal spring, with the proximal end of the distal spring, were found separated from the lead body, and there was medical adhesive present. The lead insulation was cut around the tip, which is likely from the laser extraction process and pulling on the lead. The mesh tip and tip tines were never returned. This damage was determined to be procedurally induced.